Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for lot number gd895235 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause and treatment of peritonitis were unknown. On an unknown date, the pd catheter was removed. As a result, the pd therapy was discontinued and the patient began hemodialysis (hd) therapy. At the time of this report, the patient was still in the hospital. The patient was not recovered from peritonitis. No additional information is available. This report is 2 of 3.